Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient had inaccurate cgm values 6 days after the sensor was inserted in the arm. On (B)(6) 2023, the patient passed out earlier at 3:35 pm and the wife called 911. Paramedics came to their house and the patient was given a shot of glucose. At unspecified moments during the event, the cgm was 140 mg/dl and the bg was 40 mg/dl. There was no documentation of further medical evaluation or intervention of hypoglycemia. At the time of the report, the patient was okay, just feeling lightheaded. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.